Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd neoflon¿ IV cannula has peelback during use. The following information was provided by the initial reporter: the head of pediatrics unit complain about the bd neoflon g 24 with 'peel back' during insertion, this incident happened with g24 and 26 as well, they are allowed to stick the patient twice only so the catheter is not helping them at all.

Event description:
It was reported that bd neoflon¿ IV cannula has peelback during use. The following information was provided by the initial reporter: the head of pediatrics unit complain about the bd neoflon g 24 with 'peel back' during insertion, this incident happened with g24 and 26 as well, they are allowed to stick the patient twice only so the catheter is not helping them at all.

Manufacturer narrative:
Investigation summary: there is no photo and no sample returned for investigation of this complaint. A review of the device history record could not be performed as a lot number was not provided for this incident. While we were not able to confirm the report, a trend for the peelback issue has been identified for this product line. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material.